Event description:
The customer reported the pt's tube had a cuff leak. The customer stated that when the tube was brand new it did not leak, but as 1 or 2 months go by it starts leaking. The tube reportedly has been in the pt for approximately 2 months. The customer was advised as stated in the shiley tracheostomy tube directions for use the shiley tracheostomy tubes are designed to be totally replaced every 29 days. It is not confirmed that the tube has been removed from the pt.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report.